Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 549 mg/dl; cause was not provided. The customer declined to provide additional information regarding the issue.